Event description:
Left knee pain [arthralgia]. Knee swelling in the left knee [joint swelling]. Fluid retention [joint effusion]. Pain during injection [injection site pain]. Case description: spontaneous report was received on (B)(6) 2011 from a healthcare professional regarding an (B)(6) female patient, initials (B)(6), who experienced knee pain, knee swelling, knee effusion and injection site pain after starting synvisc. The patient received the first injection of synvisc her left knee on (B)(6) 2011. During the second injection of synvisc, fluid retention and pain developed in the left knee ((B)(6) 2011). The hcp reported that the patient had 42cc of fluid aspirated from her knee joint on (B)(6) 2011. The hcp reported that the patient's body temperature was 37.2 c. The hcp reported that synvisc treatment was permanently stopped and that the patient's knee swelling and knee pain were treated with the following: dexamethasone sodium phosphate 1cc ((B)(6) 2011); diclofenac sodium 3df ((B)(6) 2011 - unk); rebamipide 3df ((B)(6) 2011 - unk). On (B)(6) 2011, the patient had 8cc of fluid aspirated from her left knee and dexamethasone sodium phosphate 1cc was administered. The hcp reported that on (B)(6) 2011 the patient's body temperature was 36.6 c. The hcp reported that the patient's knee swelling resolved on (B)(6) 2011. On (B)(6) 2011, the patient had 4cc of fluid aspirated from her knee joint. The hcp reported that the patient's knee pain was still recovering on (B)(6) 2011 and that the patient's knee pain and knee effusion were probably related to synvisc. Relevant concomitant medications reported include: alendronate sodium hydrate (osteoporosis). The product lot number was not reported. At the time of this report the outcome of the patient was not yet recovered. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.